Manufacturer narrative:
(B)(4). Physio-control provided the customer with the various options available to them. Physio has made multiple attempts to contact the customer regarding the status of their device but has not been successful. The device has not been returned to physio-control for evaluation.  Physio-control performed a clinical review of the reported patient event and also concluded that the device usage did not contribute to the patient outcome. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on during a patient event. The battery was fully depleted.  The customer was unable to provide any additional details of the reported event or the patient. The patient did not survive; however a healthcare professional at the scene stated that the device use did not contribute to the patient outcome.